Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received battery failed alarm, pump error and pump error 4. Customer's blood glucose value was 91mg/dl. Customer was assisted with troubleshooting and was able to rewind the pump. Battery failed alarm, pump error and pump error 4 alarms were found in the alarm history. Insulin pump will not be returned for analysis.